Event description:
Medics attempted to use the device to monitor a pt's ECG (pt details were not reported). The device allegedly failed to display the ECG and displayed only dashed lines. A backup monitor was subsequently used to successfully monitor the pt's ECG. There were no adverse affects to the pt reported as a result of the alleged malfunction.